Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a planned neurovascular procedure and the procedure was completed by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the x-ray was not possible. Review of the log file showed that there was a problem with the switch-on sequence by mpd (main power distribution) control. The fse restarted the system multiple times after which it was functioning normally. The fse replaced the mpd control unit and 24v frontal supply so that the issue doesn't recur. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported that x-ray was not possible. The system was in clinical use at the time of the event. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.